Event description:
Complainant alleged that while treating a (B)(6)-year old female patient, the device inappropriately shut down when it was lifted. The device was re-powered and inappropriately shut down while monitoring the patient in the ambulance. Complainant indicated that the patient subsequently expired; however, it was not related to the reported malfunction. Complainant indicated that during subsequent testing, the malfunction was not duplicated.

Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.